Event description:
During a ureteroscopy with holmium laser, the laser hit the stone cone retrieval coil and burned part of it off. The piece was retrieved during the same procedure. During the company's follow up it was reported that there was no injury to the patient. This device is expected to be received by the manufacturer, but to date has not been received for evaluation. Therefore, a failure analysis is not available. If the device is received, it will be evaluated, and following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. The company's directions for use state: "do not directly fire upon the device with a laser...warning: to minimize risk of device breakage or patient injury, do not fire laser directly on any part of the stone cone."